Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a non-emergency treatment procedure was performed when the issue happened, and the procedure was completed by transferring the patient to a different vascular laboratory within the same hospital. Philips field service engineer (fse) examined the system on-site and found system's geometry computer was not booting. After reviewing the log file, fse found detector has failed. Upon troubleshooting, fse has replaced the defective geometry pc and install new image flat detector and return the part for further analysis and it found the sata cable malfunction caused the hdd failure. After replacing geometry pc and detector controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry computer was not booting, which can impact movements. The device was inside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.